Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during drain 4 of 5. The baxter technical service representative (tsr) explained the alarm to the home patient (hp). The hp disconnected when the alarm occurred. The hp would call the nurse for further instructions. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the potential complaint data entry questions. The hp had no idea how the air entered the lines. The hp stated that they were in drain 4 and it was almost at the end of the therapy so they had no idea how the air could have entered the lines. The hp did not notice anything unusual with the supplies at use that night. The hp discarded all the supplies from that night and did not provide the lot number information. The hp was continuing therapy without any other complications. The hp had also notified their registered nurse (rn) regarding the alarm. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).a request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).